Event description:
A customer reported that the pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support confirmed the problem and arranged for the pump to be replaced. The customer was instructed on how to put the pump into storage mode before returning it and agreed to return the faulty pump using a pre-paid label within ten days.